Manufacturer narrative:
(B)(4)

Event description:
The pt had problems with the pump. The pump was "studdering and burping" and needed to be replaced. The pt experienced withdrawal when a refill date was missed. The volume in the pump was below the recommended volume to maintain adequate infusion. The pump was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
All previous patient and device codes were updated.